Event description:
On july 20, 2010, a doctor reported that a patient's veneer that had been placed with mojo veneer cement delaminated. This is the first of two reports.

Manufacturer narrative:
The doctor reported that a patient's veneer that had been placed with mojo veneer cement in the movie star white shade debonded after one month. The doctor re-cemented the veneer with mojo veneer cement in the light shade and after one month, the veneer debonded again. The doctor stated that it was possible that the patient's child may have hit the tooth, causing the veneer to debond, but the doctor was not sure of this. The doctor re-cemented the veneer with another product and according to the doctor, the veneer has remained in place. The doctor does not want to return the product for evaluation. Retain samples and manufacturing records are currently unavailable, therefore no further investigation can be conducted. Because there have been no other incidents or complaints associated with this product lot, this incident appears to be an isolated incident.